Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6 (component code, investigation findings, investigation conclusions). Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. The most likely root cause is patient-related factors, including hyperlipidemia (hld). The device history record (DHR) could not be reviewed, as the device serial number was not provided.

Manufacturer narrative:
H11: additional manufacturer narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with an unknown edwards aortic valve underwent a valve-in-valve procedure after an unknown implant duration due to regurgitation. The tavr was performed with a 26mm 9755rsl transcatheter valve. The patient was stable post procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6 (clinical code, device code, type of investigation).

Event description:
It was reported and learned through medical records that a patient with a 25mm edwards aortic valve underwent a valve-in-valve procedure after an implant duration of approximately seven (7) years due to severe stenosis and trace regurgitation. The patient presented with shortness of breath with activity. The tavr was performed with a 26mm 9755rsl transcatheter valve. The patient was stable post procedure in ICU/pcu and discharged pod#0.